Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump screen cracked; cause was not known. The pump was functional. Customer's blood glucose (bg) was 646 mg/dl and cause may have been due to the cracked screen or due to a hike. A bolus was delivered to address bg. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Ketones were identified as being dangerous by a healthcare provider. Insulin drip, potassium, fluids and antibiotics were administered. Customer was discharged on (B)(6) 2018 with bg/dka resolved. Customer continued to use pump for insulin therapy.